Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3830 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the patient had a PICC placed the (B)(6) 2021 without problems. They have discontinued the PICC line today as it was leaking during welding just before the wings where they click statlock down. Before they remove it there have been problems with backflow, and they may have treated it a little hard.